Event description:
The customer reported that the sys displayed a generator and security switch error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep conducted an onsite investigation. The reported problem could not be duplicated. The connections were reseated and the power supplies were checked. The sys was tested and operates as intended.